Event description:
It was reported that an error was displayed at power up; invalid pointer. The caller replaced the touch pen, but that did not resolve the issue. Technical support (ts) suggested the service disk be ran and if that does not work, return the programmer for repair. There was no patient involvement. It was further reported that the programmer has been returned for repair.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported error. This error would come up every time the programmer was turned on. Concomitant medical products: 229047 analyzer. (B)(4).